Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that this all began on (B)(6) according to the patient. The patient met with the rep last (B)(6) and did a new program to reach further down the leg but it would not stay adjusted to what it was set for. When the patient was walking for exercise, it just accelerated the setting to a higher setting so the patient stopped and adjusted it. The patient stood still for 6 minutes for it to readjust to the new setting. As soon as the patient started walking again, it went to a 5.9 setting and did it again, even if the patient was sitting completely still at that position after it was for 15 minutes which zeroed it all out. Upright, lying down, and lying right side. The walking position was for someone who runs. The reported symptom was adaptive stim not working for one position. Attempts were made to try again but the patient denied and said that she did it multiple times. It was the patient's decision not to go to the hospital and have the rep be called out to troubleshoot the device. The patient left a voicemail and an appointment was made to troubleshoot the device on (B)(6) at the healthcare provider (hcp) office. In the meantime the patient set the program intensity to 0.0 and unless the patient likely walked it did not come back on its own. When the patient saw the hcp on (B)(6) the hcp removed program 4 at the patient's request. The hcp and the patient worked on the previous programs to meet the patient's needs. The patient was wary about program 4 with (B)(6)approaching and was guaranteed to play it safe. The patient was just kidding and said that she was okay and maybe later I can try it again. The patient thanked the rep and said that the rep was very good represented the manufacturer very well.